Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Within five minutes of treatment onset, the blood leak occurred. The leak was visually observed and test strips were used. Estimated blood loss was 300 cc's. There are no patient ill effects. Sample is available.